Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming button error. He inserted a new battery and the device alarmed battery out limit and was unable to clear it. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer stated he might have slept on the device and the buttons may have been pressed for three minutes. Customer was advised to revert to back up plan. No further information reported.